Manufacturer narrative:
Additional information can be found in the following sections: PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem. It was confirmed that during the da vinci-assisted low anterior resection procedure, the staple line was inspected and was found to be intact. It is unknown as to how the post-operative leak was identified. During the open procedure, it was confirmed there were no malformed staples identified, and there was no allegation of a davinci instrument or accessory malfunction. The surgeon¿s speculation regarding the root cause of the post-operative leak is as follows: it was probably due to insufficient mesentery treatment, or the surgeon not following normal practice in these procedures to fire three staple lines with blue stapler 45 reloads. For unknown reasons, the surgeon had fired only two staple lines with two green stapler 45 reloads. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: it was reported that after completion of a da vinci-assisted low anterior resection surgical procedure, the patient experienced a post-operative anastomotic leak. As a result, the patient underwent a second procedure to repair the leak. However, at this time, the root cause of the anastomotic leak is unknown.

Manufacturer narrative:
Based on the information provided the root cause of the patient¿s post-operative complication is unknown. Isi will not receive the green stapler 45 reloads associated with this complaint since they have been discarded by the site. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with procedure date of (B)(6) 2019. Two different stapler 45 instruments (part #470298-11 with lot #t10180416-0024 and lot #t10180416-0013) were used. Each instrument fired one green stapler 45 reload, and both fires were completed. This complaint is being reported due to the following conclusion: it was reported that after completion of a da vinci-assisted low anterior resection surgical procedure, the patient experienced a post-operative anastomotic leak. As a result, the patient underwent a second procedure to repair the leak. However, at this time, the root cause of the anastomotic leak is unknown.

Event description:
It was reported that after undergoing a da vinci-assisted low anterior resection procedure, the patient experienced a post-operative anastomotic leak. As a result, on an unspecified date the patient underwent an open surgical procedure to repair the leak. It was also reported that the surgeon¿s normal practice in these procedures is to fire three staple lines with blue stapler 45 reloads. However, for an unknown reason in this robotic procedure, the surgeon had fired only two staple lines with green stapler 45 reloads. On 10/16/2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the endowrist stapler 45 instruments used during the case were inspected prior to use and no issues were identified. The target tissue (i.e. The rectum) was noted to be normal. The tissue had not been exposed to any previous radiation or chemotherapy. There was no tissue bunching. In relation to firing the stapler instrument and reloads, there were no issues with cutting of the tissue. There were also no stapling related errors. Buttress material was not used. The staple lines were inspected intra-operatively and no holes or leaks were found. In addition, no staple line bleeding was observed. There were no malformed staples. The green stapler 45 reloads used during the case were discarded by the site. At this time, the method used to perform the anastomosis during the da vinci-assisted surgical procedure is unknown. On post-operative day #1, the patient underwent open surgery to address an anastomotic leak. Reconstruction of the anastomosis was performed and a colostomy was placed.